Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that between (B)(6) 2022 - (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with ten infusion sets. Therefore, the infusion set had been used for 24 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.